Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet and subsequently discontinued use, with glucose readings reported above 300 mg/dl initially and above 500 mg/dl on a later day; the family managed with subcutaneous insulin pens and received troubleshooting and education, including reminders on reconnection steps and avoidance of insulin dosing within two hours of restarting the device. Symptoms included hyperglycemia with moderate ketones during a concurrent illness. Outcomes included the need for manual insulin management and a temporary discontinuation of ilet use. Investigation included attempts to obtain additional clinical details and completion of troubleshooting and education. Investigation of this case revealed that the cause of hyperglycemia remained unclear, and no device-specific malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.